Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the guide wire prolapsed and subsequently fractured in the pt. Surgical intervention was not attempted. The pt status is listed as "okay".